Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a patient wasn't being centrally monitored for twenty minutes and that the central station failed to alert the loss of monitoring. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) reached out to the customer to troubleshoot the issue. The tc confirmed the reported issue and pulled the audit log data. The tc stated their was an exception within the logs for the patient monitor at the time of the reported issue. There is insufficient information to rule out a product malfunction. The tc found an exception within the logs for the patient monitor at the time of the reported issue and suspected that there may have been a bad connection between the patient and the patient monitor. The customer did not follow up after receiving that information and the case was closed without further investigation or resolution.